Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2008 for permanent birth control. In (B)(6) 2009, an hsg (hysterosalpingogram) test was performed, confirming full occlusion of fallopian tubes. Within five months of having the essure device implanted, she began experiencing symptoms, which included: rash on face; metallic taste in mouth; abnormal menstrual bleeding; weight fluctuation; painful menses; anemia; high blood pressure; and vaginal discharge/infections. As a result other ongoing bleeding and anemia, the doctor ordered an ultrasound in spring of 2013, the results of which confirmed the bleeding and showed evidence of uterine fibroids. In light of the results of the ultrasound, the possibility of having surgery to remove the essure micro-inserts was discussed. On (B)(6) 2013, she underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy during which, her uterus, both fallopian tubes, and both ovaries were removed. This painful and invasive procedure was performed by her physician. The recovery from her surgery was very painful, forcing her to take unpaid leave from her job for approximately six weeks. Since her removal surgery, her symptoms have mostly resolved. However, she was now also at a markedly increased risk for those symptoms associated with menopause, including: sleep disturbances; night sweats; vaginal irritation (dryness/itching); osteoporosis, as well as those conditions associated with drugs taken to treat menopausal symptoms, such as cancer, blood clots, and strokes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal menstrual bleeding, amongst non serious events. Plaintiff underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy the event, seen as abnormal menstrual bleeding, is anticipated in the reference safety information for essure. Menstrual pattern changes may occur during essure therapy. Given the plausible temporal relationship and the lack of alternative explanation (uterine fibroids were diagnosed 4-5 years after onset date of abnormal menstrual bleeding), event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstrual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, uterine fibroids and dysfunctional uterine bleeding. Concomitant products included paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), rash ("rash on face"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful menses / dysmenorrhea (cramping)"), anaemia ("anemia"), hypertension ("high blood pressure"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), uterine leiomyoma ("uterine fibroids"), procedural pain ("painful procedure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), hypersensitivity ("allergic or hypersensitivity reaction") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the menstrual disorder, rash, dysgeusia, dysmenorrhoea, anaemia, hypertension, vaginal discharge, vaginal infection, uterine leiomyoma, procedural pain, menorrhagia, weight increased, hypersensitivity and hormone level abnormal outcome was unknown. The reporter considered anaemia, dysgeusia, dysmenorrhoea, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, menstrual disorder, procedural pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet received: reporter, patient demographic, concomitant disease and events (injuries and complications attributed to essure: abnormal bleeding (vaginal menorrhagia), allergic or hypersensitivity reaction, dysmenorrhea (cramping), hormonal changes, rashes,weight gain) were added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstrual bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, uterine fibroids, dysfunctional uterine bleeding and obesity. Concomitant products included benazepril hydrochloride (lotensin) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("painful menses / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), rash ("rash on face"), dysgeusia ("metallic taste in mouth"), anaemia ("anemia"), hypertension ("high blood pressure"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), uterine leiomyoma ("uterine fibroids"), procedural pain ("painful procedure"), weight increased ("weight gain"), hypersensitivity ("allergic or hypersensitivity reaction") and mood altered ("mood changes"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on 30-may-2013. At the time of the report, the menstrual disorder, rash, dysgeusia, anaemia, hypertension, vaginal discharge, vaginal infection, uterine leiomyoma, procedural pain, weight increased and hypersensitivity outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia and mood altered had resolved. The reporter considered anaemia, dysgeusia, dysmenorrhoea, hypersensitivity, hypertension, menorrhagia, menstrual disorder, mood altered, procedural pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- hormonal changes updated to mood swings, outcome of abnormal bleeding and dysmenorrhoea changed to recovered / resolved. New reporter, concomitant medication and condition were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-nov-016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal menstrual bleeding, amongst non serious events. Plaintiff underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy the event, seen as abnormal menstrual bleeding, is anticipated in the reference safety information for essure. Menstrual pattern changes may occur during essure therapy. Given the plausible temporal relationship and the lack of alternative explanation (uterine fibroids were diagnosed 4-5 years after onset date of abnormal menstrual bleeding), event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.